Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The pump was eroding through the patient¿s skin. The cause was noted to be that the patient was very thin and not eating well. The pump was explanted. The patient wanted another pump implanted in the future. As of early february evaluation was in progress, but the patient was still very underweight and had tube feedings. The patient also had a ¿history of infected spine, infections and bones in spine and makes him a potential high risk for implant¿; these issues were not device or therapy related. The patient status was reported as ¿alive-no injury¿. The device system had delivered lioresal.